Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the loss of capture and high pacing impedance event was sensed by the device.

Event description:
It was reported that loss of capture and high pacing impedance was noted on the right ventricular (rv) lead. The physician suspected the increase in capture threshold and increase in pacing impedance were due to the condition of the patient. Abbott technical support was contacted and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.